Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant the right atrial (ra) lead had dislodged and fallen into the ventricle. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.